Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7133090, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7133856, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) and leads were explanted due to inadequate stimulation. Additionally, the ipg exhibited charging difficulties. The patient underwent an ipg and leads revision procedure wherein their ipg and leads were explanted. The devices were disposed by the surgery center and will not be returned for analysis. No additional adverse patient effects were reported.